Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of 386 mg/dl. The day prior, customer's blood glucose was 491 mg/dl customer had symptom of high blood glucose; customer was dizzy. Customer was hospitalized due to high blood glucose. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no leaks but there was one small air bubble; there were no site or insulin issues. Customer was not sure if settings were correct. Call was dropped. Customer called back the next day requesting that a representative go to the hospital to continue troubleshooting.